Event description:
A customer observed reproducible, (B)(6) vitros anti-hbc results for a single patient sample ((B)(6)) while using the vitros 5600 integrated system. The patient sample is considered (B)(6) based upon testing with other vitros (B)(6) assays. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, (B)(6) vitros anti-hbc results were obtained from a single patient sample. There was no evidence to suggest that an instrument or reagent malfunction occurred. Dilution of the affected patient sample yielded a (B)(6) vitros anti-hbc result indicating the presence of an interfering substance within the patient sample. Therefore, the root cause of the event is most likely due to an unknown sample interferent.